Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient collapsed at home, was in full ventricular fibrillation arrest, and died in route to the hospital. It was also reported there was under-sensing of the tachycardia arrhythmia and there was a right ventricular lead alert for high rate non-sustained episodes and short v-v intervals. A request for additional information was made and no other information is known at this time.